Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has blurry distance vision and was experiencing glare and halos. In a follow up phone call with the consumer, she reported the iol was exchanged. At the request of the consumer, the surgeon was not contacted.